Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: analysis confirmed the reported event, a piece of patient cable was broken off in the atrial output connector, as a result this piece was removed. It was also noted that the side bail covers were broken.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the atrial connection on the external pulse generator was broken. The generator was returned for service. No patient complications have been reported as a result of this event.